Event description:
This was a procedure in hgs to remove the placed it stent and place xs0812bd-15n instead. The physician passed the gw through the side of it stent to the target site and then removed the it stent without problem. The physician also performed a contrast radiography with cannula and advanced the xs0812bd-15n along the gw, but it stopped advancing halfway through. The xs0812bd-15n was pushed with strong force but did not advance, so it was removed. Although there was no resistance during removal of the xs0812bd-15n, it was found that the tip of the delivery system was missing. The physician found that there was tip on the gw by endoscopic image, dropped the tip into the stomach by removing the gw from inside the bile duct, and finally retrieved the tip. When checking the device, it was found that had come off rather than being torn off. Another stent (hanaro, 8mm x 12cm) was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that the during insertion of the delivery system, insertion failed and the tip fell off and was removed. As a result of analysis of returned device, outer sheath was not detached and stent was loaded. The detached tip was returned together. There were curve and kinking on the stent loaded part, and deployment was tried without pressure and it deployed well. In the inner sheath, curve was observed, but notable kinking was not. The tip was detached. As a result of comparison with a normally manufactured inner sheath, it was confirmed that the inner sheath was not damaged and only the tip was detached. Eus-bs stent is intended to maintain a punctured fistula between a gastrointestinal tract and a biliary tract in endoscopic ultrasound-guided biliary drainage. It can be hard to insert of delivery system caused by pressure generated depending on patient's lesion. If you try to insert it by force in this situation, tip of inner sheath can be pressed, and tip can be detached. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on the description "advanced the xs0812bd-15n along the gw, but it stopped advancing halfway through" and curve and kinking in the sheath, it is considered that the delivery system was difficult to insert due to strong pressure at the patient's lesion and procedure. Then, it is considered the tip was pressured due to the patient's lesion and procedure during insertion and/or removal of the delivery system, resulted in tip detachment. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Manufacturer narrative:
It was reported that the during insertion of the delivery system, insertion failed and the tip fell off and was removed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
This was a procedure in hgs to remove the placed it stent and place xs0812bd-15n instead. The physician passed the gw through the side of it stent to the target site and then removed the it stent without problem. The physician also performed a contrast radiography with cannula and advanced the xs0812bd-15n along the gw, but it stopped advancing halfway through. The xs0812bd-15n was pushed with strong force but did not advance, so it was removed. Although there was no resistance during removal of the xs0812bd-15n, it was found that the tip of the delivery system was missing. The physician found that there was tip on the gw by endoscopic image, dropped the tip into the stomach by removing the gw from inside the bile duct, and finally retrieved the tip. When checking the device, it was found that had come off rather than being torn off. Another stent (hanaro, 8mm×12cm) was used to finish the procedure. There were no patient complications as a result of this event.